Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the pacemaker exhibited impedance problem. The pacemaker was not used. The physician continued with the second pacemaker and completed the procedure. There were no patient consequences reported.

Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the pacemaker exhibited a diagnostic issue with impedance measurement. The pacemaker was not used. The physician continued with the second pacemaker and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct complaint codes should have been impedance problem and incorrect measurement, rather than impedance problem only. The correct b5 statement should have been "it was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the pacemaker exhibited a diagnostic issue with impedance measurement. The pacemaker was not used. The physician continued with the second pacemaker and completed the procedure. There were no patient consequences reported", rather than "it was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the pacemaker exhibited impedance problem. The pacemaker was not used. The physician continued with the second pacemaker and completed the procedure. There were no patient consequences reported."

Manufacturer narrative:
Field complaint of impedance problem was confirmed. The device was received with voltage above eri. Initially device was unable to update impedance values on programmer. Device had program code reloaded and returned to normal working conditions. Impedance test performed with various test loads and inspection of header and connectors showed normal device characteristics with no anomalies. Unknown software anomaly was concluded due to issue being resolved after reloading product code. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Field complaint of impedance problem was confirmed. The device was received with voltage above eri. Initially device was unable to update impedance values on programmer. Device had program code reloaded and returned to normal working conditions. Impedance test performed with various test loads and inspection of header and connectors showed normal device characteristics with no anomalies. Unknown software anomaly was concluded due to issue being resolved after reloading product code. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of an inability to obtain impedance measurements was confirmed. The information provided was reviewed by abbott engineering and it was determined that there was a invalid value, which prevented the impedance measurements from completing. The root cause of the invalid value was unable to be determined with the information provided.